Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one conductor wire was broken at the yaw pulley exit. The wire was detached from its connection at the grip. The instrument failed electrical continuity testing. The yaw pulley showed no evidence of arcing. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci rectal resection procedure, the surgeon and the first assistant observed that the wires on the fenestrated bipolar forceps instrument were broken and that the instrument was not moving according to the surgeon's movement during articulation from the surgeon side console. No missing or fallen pieces were reported. The procedure was completed with a replacement instrument. No patient harm, adverse outcome or injury was reported.